Event description:
The customer stated that his blood glucose was tested using his doctor's meter and his contour meter. The doctor's meter read 230 mg/dl, while the contour read 102 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.